Manufacturer narrative:
During troubleshooting with the customer, technical support provided the customer a copy of urgent medical device correction (umdc) 10819176 entitled "advia centaur/advia centaur xp incorrect patient demographic information" due to the similarity of the customer's issue to the one described in the umdc. The customer understood the information in the umdc and did not have any further issues. A siemens headquarters support center specialist investigated the event and determined that the event was due to the issue described in umdc 10819176. Siemens healthcare diagnostics has identified an issue with patient demographic information sent to the lis from the advia centaur®/advia centaur® xp immunoassay systems. Siemens has confirmed that under extremely rare circumstances patient demographic data from the previous order received from the lis is merged with the next order. This issue can occur when the lis data buffer on the advia centaur system becomes full and a particular character is found in the last five locations in the lis data buffer. In this case, the incorrect patient demographic information will be transmitted to the lis and will be displayed on the advia centaur user interface and instrument generated printed reports. Urgent medical device correction (umdc) 10819176 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers in the united states and urgent field safety notice (ufsn) 10819175 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers outside the united states in august 2014. The umdc and ufsn describe the issue and provide actions for customers to take if their instrument is interfaced to an lis system that transmits patient demographics with each order.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) and stated that a print-out of patient results for one sample ID had the incorrect patient's name. The correct results for the patient were transmitted to the laboratory information system (lis) and the physician(s) received the correct results from the lis. The print-out containing the incorrect name for the sample ID was the only error and was recognized by the laboratory. There are no known reports of patient intervention or adverse health consequences due to the print-out containing the incorrect name for the sample ID.